Event description:
It was reported that the left lead had high impedances on all contacts. Troubleshooting was unable to resolve issue. It was noted that patient denied falls but had recently lost a good amount of weight. Surgical intervention was undertaken, the leads were explanted and replaced. The physician observed a fracture in the left lead. Effective therapy restored.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(6), serial: (B)(6) , batch: a000052429 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.